Event description:
Caller reported a malfunction on the pump showing malf 12. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by cts in resetting the pump and advised to continue using it. Caller was instructed to call back if the malfunction recurs, and they understood the guidance.